Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited intermittent output; all other electrical values were normal. The device reprogrammed and the device output was increased. The patient was not dependent and asymptomatic. No additional information was reported.